Manufacturer narrative:
Updated with the date of the reported onset of symptom.

Event description:
It was later reported that patient was seen by the health care provider on (B)(6) 2016. It was reported that the patient history of urinary tract infections (uti )was 1-2 per years and the most recent was on (B)(6) 2016 with follow/up done on (B)(6) 2016. It was reported that increase in activity level led to uti. The patient increased their program for the first time since the installation 5 years ago. The uti has resolved.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had a urinary tract infection (uti) for a 1.5 weeks. It was noted that therapy had been working well for her and she had never made any adjustment since being implanted. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what actions were taken to address the event, if it was related to the device/therapy, and if it was resolved.